Manufacturer narrative:
Field service rep evaluation: the vyaire field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device and performed the operational verification procedure(ovp) of the device, which the device passed all manufacture testing. At this time, the vyaire fse was not able to duplicate the reported event or isolate an assembly failure for a manufacture component evaluation. Therefore, no further investigation will be performed. This issue will be internally investigated within vyaire medical.

Event description:
The customer reported high irregular machine breaths, low monitor volume and the device stopped cycling while in use. The customer stated no patient harm or injury was associated with this event.